Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient had been doing really good then all of the sudden they had a return of symptoms where their bladder was doing really bad/acting up and they had been bleeding. Patient went into hcp on (B)(6) 2018 and was told that they had a bladder infection. Patient said the urine sample was sent in and they were currently on antibiotics. There were no further complications reported.